Manufacturer narrative:
Investigation - evaluation: a review of documentation, drawing, instructions for use (IFU), manufacturing instructions, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. There is no definitive evidence that the product was not manufactured to specifications. A device history record review for nonconforming events or complaints could not be performed as the complaint lot number was not provided. Based on the provided information, no product returned, and the investigation, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient was scheduled to undergo placement of a nephrostomy tube using an ultrathane mac-loc locking loop multipurpose drainage catheter. The clinical staff noticed that the hub was cracked before the package was opened. The clinical staff opted to continue with the nephrostomy tube placement using the catheter with the cracked hub. The staff used tape to "make it work." The staff then noticed that the hub had a slow leak. The actions taken to address the leak from the cracked hub are not known. There are no reported patient consequences. The device is not available for evaluation.